Event description:
It was reported that the customer went to the emergency room two days in a row for her high blood glucose level. She went to the emergency room on (B)(6) 2014. The customer received a no delivery alarm and a motor error alarm. She was unable to use her insulin pump and went to the emergency room to get insulin. Her blood glucose level was above 400 mg/dl at the time of both hospitalizations. The customer was not wearing her insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-71391 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.